Manufacturer narrative:
Additional information: codes were entered in h6 that were not previously available for the initial filing. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. A two-year lot history review could not be performed since a lot number was not provided. A review of the DHR could not be performed since a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following; inspect and test each device before use. These devices should never be used when: in presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n[?]o), or in oxygen-enriched environments. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 131318a, goldline, button, holster, was used in a procedure on approximately (B)(6) 2020. The facility states the cautery sparked during a procedure which obviously is a huge patient safety concern. Additional attempts were made to reach out the facility for further information, however, no response was received. This report is being raised as patient injury due to being unable to confirm if an injury occurred.